Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered inappropriate shocks when programmed to the secondary vector. The vector was reprogrammed to primary to mitigate further inappropriate shocks. Subsequently, the smartpass feature was noted to be disabled but was successfully re-enabled. No adverse patient effects were reported.